Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Corail stem did not seat to the same level as broach. Surgeon decided to back out the stem, but it would not come out. He had to perform an osteotomy to get the stem out of the femur. This resulted in a surgical delay of 1 hour.

Manufacturer narrative:
Examination of the returned femoral stem finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product/lot combination since its release for distribution. The broach having been used during this event was not returned or identified. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.